Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined.the device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run.

Manufacturer narrative:
Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found to be dislodged. When the pod was removed the cannula was found to be bent. As treatment, a new pod was applied.